Manufacturer narrative:
Upon receipt the item and all available info will be forwarded for analysis to the MFR, aesculap.

Event description:
During craniotomy, surgeon using microscissor to cut tissue and instrument fell apart in the surgeon's hands. Prolonged surgery ten minutes to locate another instrument. The screw is missing and can not account for it. Attempts were made to obtain further info. No further info available.